Event description:
Customer reported experiencing repeated errors when attempting to change the cartridge on their pump, which was causing frustration and uncertainty about how to proceed. There was no adverse impact to the customer's blood glucose level. There was an initial attempt from cts to follow-up, but they had to leave a voicemail, and as of the latest information, no further contact or resolution has been documented.